Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for novel system implant procedure. During the left ventricular lead implant procedure, it was found that the lead failed to be advanced through the catheter. It was elected by the physician to abandon the procedure. No devices were implanted. The patient was stable.